Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer reported there were no abnormal patient observations. The customer reported the batteries were exchanged to see if they were the issue but the alarm continued. The customer also reported that the patient was switched to a back up freedom driver and there was no reported adverse patient impact.

Manufacturer narrative:
The driver's alarm history was reviewed and revealed two '36' fault code alarms. A '36' alarm is indicative of an intermittent connection that may be caused by a dislodged or malfunctioning onboard battery. This alarm can be recorded twice if the driver is power-cycled. The driver passed all sections of functional testing without any alarms or abnormalities. Additionally, an onboard battery exchange test was performed on the driver and no alarms were produced during this test. The freedom onboard batteries that were in use at the time of the reported issue were not returned with the driver and therefore could not be tested. The customer-reported alarm could not be confirmed or reproduced and there was no evidence of a device malfunction. Because the batteries that were in use at the time were not returned for investigation, it cannot be concluded if they contributed to the '36' alarms. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5168 follow-up report 1.